Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the footswitch became stuck. An angiojet ultra system console was selected for use. Upon removing the foot off of the foot pedal, the system did not stop. The system was stopping by unplugging the device. No patient complications were reported and the patient's status was good.